Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data from the device, and indicated the rv (right ventricle) egm was affected by noise, and that there were non-cardiac signals in the past. Therefore it was advised that this should be investigated prior to replacing the device. No action has been taken at this time, and the device remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion behavior. The physician observed via latitude (home monitoring system) that the battery was depleting faster than expected. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion, although the device did not trigger a fault code. Due to this anomaly, a technical services consultant recommended device replacement. Additionally, the ts consultant indicated that there were two stored episodes (old episodes) identified, which showed non-cardiac signals, and noise/over sensing in the right ventricular (rv) rate electrogram (egm). To address this issue, the ts consultant recommended programming changes. No adverse patient effects were reported. Additional information: several requests were submitted to the field representative to obtain further information regarding the status of the device, and for information regarding the rv lead. After the fourth request, the field representative responded; however, only provided information in reference to the device (pulse generator). It is believed that the device was explanted and replaced before the end of the replacement interval. Because there was no boston scientific representative present, no further information could be obtained from the hospital or physician. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.